Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 50 mg/dl. Customer did not know the cause for low blood glucose and stated he could not hear the alarms. Before the call was successfully transferred, the customer disconnected.